Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to the system and it was showing a black screen. A field service engineer (fse) removed the auxiliary from the main unit, and the station powered up. The issue was narrowed down to the half-height smart auxiliary drawer 5, where the fse found the drawer board to be faulty. The drawer board was replaced. The customer then logged in and inventoried the medications in auxiliary drawers 5.1 and 5.2, and the customer confirmed successful testing. The fse tested all drawers and slides to ensure they were functioning properly. The top cover was opened, connections in the electronics drawer were checked, and dust was removed from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was no power to the system and showing black screen. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.